Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's blood glucose (bg) was 528 mg/dl and a bolus was delivered to address bg. Customer changed the infusion set and cartridge. Pump system check was performed and pump was found to be functioning properly. Recommendation was made for customer to consult with healthcare provider regarding the event.